Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric bypass gastro-entero anastomosis, the stapler was able to fire and there was bleeding.